Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery failed. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
The respiratory therapist (rt) reported that the unit would not turn on. The rt plugged the unit in and then turns on. The unit was brought to the shop and still the unit not able to turn without it being plugged in. Philips product support engineer (pse) troubleshot this issue with the customer over the phone. The battery voltage was low. Pse suggested that the battery be replaced. The customer reported that the ventilator powered up normally and passed all test after the battery was replaced. The ventilator was returned for use. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.

Manufacturer narrative:
UDI # added.

Event description:
Further information was received from the customer. The respiratory therapist (rt) reported that the unit would not turn on. The ventilator was not in use on a patient at the time of the event occurred.